Event description:
It was reported that the insulin pump had a crack at the top of the reservoir compartment and that it had a missing o-ring from the reservoir compartment, as well. The blood glucose reading was 272 mg/dl, which was treated with the insulin pump. The customer also reported that a piece had broken off from the reservoir. She noted that she had dropped the device in the past but was unsure whether this had caused the damage. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at display window corners, cracked battery tube threads, cracked reservoir tube, broken reservoir tube lip, minor scratched display window and missing reservoir tube o-ring.